Manufacturer narrative:
Mentor received additional information on june 11, 2020. The explant date was (B)(6) 2020, as opposed to (B)(6) 2020 reported originally. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: migration. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) year-old caucasian female who underwent breast augmentation revision with a mentor smooth round moderate profile 575cc saline prosthesis (right) and a mentor smooth round moderate profile 525cc saline prosthesis (left) experienced spontaneous right sided deflation and left sided malposition post procedure. The deflation was confirmed through a physical examination performed by a physician. As a result, an explant is planned for (B)(6) 2020. See 1645337-2020-06567 for contralateral prosthesis report.